Event description:
The customer reported that during use of a forcetriad generator, after using disinfectant, a fire occurred while using monopolar coagulation. The pt suffered 1-3 degree burns on 10% of the body surface.

Manufacturer narrative:
(B)(4).the site indicated that the incident unit would not be returning for evaluation. One used ft3000db and one used e0018 were received for evaluation. The investigation found the ft3000db did not show any indication that it had caught on fire and the e0018 cord insulation was intact and both devices passed hipot testing. The IFU states: prevent pooling of flammable fluids and the accumulation of flammable or oxidizing gasses or vapors under surgical drapes or near the surgical site. The IFU also warns that the sparking and heating associated with electrosurgery can provide an ignition source. Verify that all oxygen circuit connections are leak free before and during electrosurgery. Enriched oxygen atmospheres may result in fires and burns to patients or the surgical team.

Event description:
The customer reported that the patient was transferred to the department of burns and reconstructive surgery and the unb faculty of medicine. The burns were almost healed.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.